Event description:
The consumer's legal rep claimed that her client sustained a burn to her right arm which caused her pain and discomfort for more than seven days. No further detail was provided.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.